Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 432 mg/dl and current blood glucose value was 358 mg/dl. Customer also had blood glucose values of 213mg/dl, 586mg/dl and was in the range of 108mg/dl to 110mg/dl. Customer treated by bolus with the insulin pump. Insulin pump will not be returned for analysis.